Manufacturer narrative:
Note: this regulatory report was previously submitted on 16-feb-2018 as regulatory report # 3006340236-2017-00014¿1 with "follow-up" marked. Per request, it is being resubmitted as an initial report. The endoskeleton tt design history records were reviewed. There were no non-conformities identified. With the age of the device the issue may have occurred due to normal wear and tear. The endoskeleton tt set configurations were reviewed and there is an additional inserter within the set for use in case of malfunction. The endoskeleton tt surgical technique was reviewed, and the surgical technique states "detach the holder once the trailing edge is inside the disc space. Pivot the implant into its final position using the curved pusher. Note: attempting to pivot the implant with the implant holder may damage the instrument." This warns the surgeons not to use the inserter as a final positioning instrument. The product was returned and it was found that the tip of the shaft was broken. It was determined that the user did not follow surgical technique properly. In using the inserter to position the cage past mid-line, the user did not follow surgical technique of using the pusher for final positioning. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a broken endoskeleton tt curved implant inserter. This occurred during a tlif procedure. The sales re presentative stated he did not attend the case because the surgeon was doing the cases without informing the sales representative from gmbh. The sales representative sent the surgeon a second curved implant inserter in case of damage with the original curved implant inserter. The broken tip occurred during insertion in the cage. The surgeon used the new tt curved holder-handle to complete the surgery. There are no known adverse effects to the patient.